Event description:
It was reported that the customer received calibration and sensor errors. Troubleshooting was performed for the sensor errors. The customer's blood glucose at the time of reporting was 233 mg/dl. The sensor was inserted on (B)(6) 2014. At the time of the call, the isig value was 73.34. It was stated that the alert occurred after initialization. No damage was found on the connector bridge or pins. A test plug procedure was performed and passed with isig 26.84. The customer was advised the sensor may be dislodged, bent, retracted or damaged, or may just not be working. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.